Manufacturer narrative:
Product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 748951, serial # (B)(4), implanted: (B)(6) 2005, product type extension; product ID 7435, serial # (B)(4), product type programmer; patient product ID (B)(4), lot # j0542925v, implanted: (B)(6) 2005, product type lead; product ID 3888-33, lot # j0542925v, implanted: (B)(6) 2005, product type lead.

Event description:
It was reported that approximately two years ago, the patient's lead was going to be revised. During the revision, the physician saw puss and ''closed the case.'' The patient outcome was unknown. Additional information was requested but was not available at the time of this report.